Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported being unable to access the therapy app to adjust their stimulation, stating that the issue had been ongoing for some time. Pt confirmed they were able to charge their implantable neurostimulator (ins) , communicator, and handset. The agent guided pt to reset the communicator and attempt to access the mystim app, but pt reported that the communicator was not found. The agent then instructed pt to unpair and re-pair the communicator with the handset, though the issue persisted. After having pt restart the handset and reset the communicator, pt was able to link the communicator to the implant (ins) and successfully access the therapy app. The troubleshooting steps taken during the call resolved the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.